Event description:
It was reported that (2) ems devices were used during a hernia repair. It was reported by the affiliate that both of the ems devices staples would not close. Another instrument was used to complete the case. There was no consequence to the patient.